Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No changes or interventions were reported. The patient condition was unknown.

Event description:
New information noted that an event of pptwos persisted. Programming changes were made. Patient condition was stable.